Manufacturer narrative:
Blocks b5 and h6 (device codes) have been corrected. Block b3: the exact date of the adverse event was not reported. Based on the study timeline, an estimated event date of (B)(6) 2023, was selected, assuming the complication occurred shortly after the procedure, which aligns with the final procedures being performed in (B)(6) 2023 and the event requiring a 2-day readmission. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: literature source: ahsun riaz; ali husnain; abdul aziz aadam; rajesh keswani; jasmine sinha; juan carlos caicedo; andres duarte; kristine stiff; allison reiland; daniel borja cacho; riad salem. "Outcomes of percutaneous endobiliary radiofrequency ablation in managing resistant benign biliary strictures: a retrospective analysis." British institute of radiology: 2025; vol. 98; issue 1165; pages 124 - 130. Https://doi.org/10.1093/bjr/tqae204. Block h6: imdrf patient code e1108 captures the reportable event of drainage leak. Imdrf patient code e172002 captures the reportable event of localized cellulitis. Imdrf impact code f08 captures the hospital readmission for two days. Imdrf impact code f2202 captures the drain upsizing.

Event description:
Boston scientific became aware of events involving habib endohpb through the article: "outcomes of percutaneous endobiliary radiofrequency ablation in managing resistant benign biliary strictures: a retrospective analysis" by ahsun riaz, et. Al. Per the article, a single institution-based retrospective study was conducted which included fifteen consecutive patients who underwent percutaneous endobiliary radiofrequency ablation (eb-rfa) for benign biliary strictures resistant to conventional methods from february 2022 to september 2023. Following the eb-rfa procedure, a patient experienced drain leakage resulting in localized cellulitis around the drainage site. This adverse event required hospital readmission for two days and was managed with conservative treatment, including antibiotics and drain upsizing. Please see the referenced article for full details and full listing of physicians and healthcare facilities. Note: it was reported that the habib endohpb was used during a percutaneous endobiliary radiofrequency ablation (eb-rfa) procedure. However, per the habib endohpb instructions for use (IFU), the habib endohpb catheter is a radiofrequency (rf) catheter which provides bipolar energy to perform partial or complete ablation of tissue in the pancreatic and biliary tracts. The habib endohpb catheter is also intended for use to ablate malignant or benign tissue, notably to perform endoscopic biliary drainage or decompression, prior to stent placement or afterwards, to clear occluded stent. The device is not indicated to be used for a percutaneous endobiliary radiofrequency ablation (eb-rfa) procedure.

Manufacturer narrative:
Block d4 (model and catalog numbers) have been corrected. Block b3: the exact date of the adverse event was not reported. Based on the study timeline, an estimated event date of august 1, 2023, was selected, assuming the complication occurred shortly after the procedure, which aligns with the final procedures being performed in (B)(6) 2023 and the event requiring a 2-day readmission. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: literature source: ahsun riaz; ali husnain; abdul aziz aadam; rajesh keswani; jasmine sinha; juan carlos caicedo; andres duarte; kristine stiff; allison reiland; daniel borja cacho; riad salem. "Outcomes of percutaneous endobiliary radiofrequency ablation in managing resistant benign biliary strictures: a retrospective analysis." British institute of radiology: 2025; vol. 98; issue 1165; pages 124 - 130. Https://doi.org/10.1093/bjr/tqae204. Block h6: imdrf patient code e1108 captures the reportable event of drainage leak. Imdrf patient code e172002 captures the reportable event of localized cellulitis. Imdrf impact code f08 captures the hospital readmission for two days. Imdrf impact code f2202 captures the drain upsizing.

Event description:
Boston scientific became aware of events involving habib endohpb through the article: "outcomes of percutaneous endobiliary radiofrequency ablation in managing resistant benign biliary strictures: a retrospective analysis" by ahsun riaz, et. Al. Per the article, a single institution-based retrospective study was conducted which included fifteen consecutive patients who underwent percutaneous endobiliary radiofrequency ablation (eb-rfa) for benign biliary strictures resistant to conventional methods from february 2022 to september 2023. Following the eb-rfa procedure, a patient experienced drain leakage resulting in localized cellulitis around the drainage site. This adverse event required hospital readmission for two days and was managed with conservative treatment, including antibiotics and drain upsizing. Please see the referenced article for full details and full listing of physicians and healthcare facilities. Note: it was reported that the habib endohpb was used during a percutaneous endobiliary radiofrequency ablation (eb-rfa) procedure. However, per the habib endohpb instructions for use (IFU), the habib endohpb catheter is a radiofrequency (rf) catheter which provides bipolar energy to perform partial or complete ablation of tissue in the pancreatic and biliary tracts. The habib endohpb catheter is also intended for use to ablate malignant or benign tissue, notably to perform endoscopic biliary drainage or decompression, prior to stent placement or afterwards, to clear occluded stent. The device is not indicated to be used for a percutaneous endobiliary radiofrequency ablation (eb-rfa) procedure.

Event description:
Boston scientific became aware of events involving habib endohpb through the article: "outcomes of percutaneous endobiliary radiofrequency ablation in managing resistant benign biliary strictures: a retrospective analysis" by ahsun riaz, et. Al. Per the article, a single institution-based retrospective study was conducted which included fifteen consecutive patients who underwent percutaneous endobiliary radiofrequency ablation (eb-rfa) for benign biliary strictures resistant to conventional methods from february 2022 to september 2023. Following the eb-rfa procedure, a patient experienced drain leakage resulting in localized cellulitis around the drainage site. This adverse event required hospital readmission for two days and was managed with conservative treatment, including antibiotics and drain upsizing. Please see the referenced article for full details and full listing of physicians and healthcare facilities.

Manufacturer narrative:
Block b3: the exact date of the adverse event was not reported. Based on the study timeline, an estimated event date of august 1, 2023, was selected, assuming the complication occurred shortly after the procedure, which aligns with the final procedures being performed in (B)(6) 2023 and the event requiring a 2-day readmission. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: literature source: ahsun riaz; ali husnain; abdul aziz aadam; rajesh keswani; jasmine sinha; juan carlos caicedo; andres duarte; kristine stiff; allison reiland; daniel borja cacho; riad salem. "Outcomes of percutaneous endobiliary radiofrequency ablation in managing resistant benign biliary strictures: a retrospective analysis." British institute of radiology: 2025; vol. 98; issue 1165; pages 124 - 130. Https://doi.org/10.1093/bjr/tqae204. Block h6: imdrf patient code e1108 captures the reportable event of drainage leak. Imdrf patient code e172002 captures the reportable event of localized cellulitis. Imdrf impact code f08 captures the hospital readmission for two days. Imdrf impact code f2202 captures the drain upsizing.